Manufacturer narrative:
B3: date of event is estimated. The unit came in for burning smell. The complaint was confirmed with compressor loose housing gives burning because of too much friction. The blocked feed port due to the muffler filled with dust. The data log shows sieve warning that caused zeolite to contaminate too much absorbed moisture and mufflers to be filled with dust. Scratched top housing, lower housing and uip probably rough cleaning.

Event description:
It was reported that the patient's device was making loud grinding noises, producing a burning rubber/plastic smell, and stopped working. It was noted that the device had caused the patient to swell up and feel out of breath. As a result, the patient went to the hospital. A replacement device was sent to the patient.